Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. In this case, the sds was not returned for analysis which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. Additional treatment was used to post dilate the stent. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis; therefore, the part and lot numbers were not reported. Without the product to examine, a conclusive cause could not be determined; however, there is no indication of a product quality deficiency.

Event description:
It was reported that an unspecified wiggle guide wire was advanced into the distal right coronary artery and crossed the target lesion. An unspecified xience v stent system was then advanced into the patient anatomy and the stent was deployed. After stent deployment, the stent was not fully apposed to the vessel wall and post-dilatation was performed with an unspecified dilatation catheter. An unspecified balance middleweight guide wire was then advanced into the circumflex artery. Resistance was felt and a kink occurred at the site of the torque device. The guide wire was able to advance to the target lesion. Pre-dilatation was not performed before an unspecified 3.5 x 18 mm xience v stent was advanced into the circumflex artery. The stent system was not able to cross the lesion and was withdrawn from the anatomy. An unspecified dilatation catheter was then advanced and pre-dilatation was performed. The same 3.5 x 18 mm xience v stent system was then re-inserted into the patient anatomy and the stent was deployed after inflating the balloon to 20 atmospheres. There was no reported clinically significant delay and no adverse patient effects. No additional information was provided.